Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 26. Details of surgery: sinus augmentation. On (B)(6) 2018, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and bleeding. No further patient complications were reported.